Manufacturer narrative:
(B) (4) - failure to extend. The visual inspection revealed a kink at approximately 72.5 cm away from the ceramic tip. The needle was in the extended position with the needle exposed. The needle would not retract upon actuation of the handle. An x-ray of the handle obtained revealed the hypotube was fractured. Scan electron microscope (sem) analysis indicated that the fractured hypotube occurred as result of a bending overload moment. Based on the results of the investigation, the most probable root cause of the not retracting is operational context. (B) (4).

Event description:
It was initially reported to boston scientific corporation that an injection gold probe device was used during a gi bleed hemostasis procedure performed on (B) (6) 2009. According to the complainant, the needle would not extend during testing. The procedure was completed with another injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be satisfactory. This event has been deemed a reportable event based on the investigation results; needle would not retract.